Manufacturer narrative:
There was/were 2 cases with a method code of testing of actual/suspected device. There was/were 7 cases with a method code of device not returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three samples were returned. Six samples were not returned. There was one case with a result code of no failure detected and conclusion code of no problem detected. There were two cases with a result code of operational context and conclusion code of cause not established. There were four cases with a result code of no findings available and conclusion code of cause not established. There were two cases with a result code of operational context and conclusion code of cause cannot be traced to device. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes <noe> 9 </noe> malfunction reports of preloaded intraocular lens (iol) delivery system damaging another device. The reported patient ages range from unknown to 82 years. There were two female patients, and seven unknown gender.